Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed high-sensitivity troponin I (tnih) test result was obtained from a dimension exl with loci module (lm) instrument. A siemens customer service engineer was dispatched to the customer site to inspect the instrument. The cse replaced the reagent 1, reagent 2 and sample tubing. The cse replaced the reagent 2 syringe tubing and performed the reagent 2 and sampler alignments. The cse ran quality control materials with acceptable results. The cause of the falsely depressed high-sensitivity troponin I (tnih) test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed high-sensitivity troponin I (tnih) test result was obtained from a dimension exl with loci module (lm) instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument and a higher test result was obtained. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.